Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the patient experienced muscle stimulation due to the pulse generator. The device was not used and a new lead was implanted.